Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction had occurred. The biosensor was inserted into the back of upper arm on (B)(6) 2026. The customer indicated on (B)(6) 2026, ¿last week my sensor popped off. I have a lump on arm where the sensor was located. The lump is getting larger and is slightly tender.¿ no treatment details were specified. No other symptoms were reported. On (B)(6) /2026 there was no information provided to indicate any specific treatment, or medical intervention by a healthcare provider (hcp), or any serious injury. The customer was contacted on (B)(6) 2026 and (B)(6) 2026. Additional event information was provided. The customer stated she went to the emergency room on (B)(6) 2026 and (B)(6) 2026 for evaluation. On each visit no biosensor wire was visible on diagnostic ultrasound. She was diagnosed with an infection and an abscess. The hcp prescribed antibiotics (unspecified oral antibiotic) which were started on an unknown date. At the time of the customer¿s reply, she was unable to confirm the name of the medication prescribed, but believed it was an antibiotic or a pain medication. She was continuing to take the antibiotic, and although the lump was present, her condition had improved and the pain was significantly decreased. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional customer or event information is available.